Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp m.r.I implantable port kit was returned for evaluation. Along with returned sample, two photos were provided for review. Visual, microscopic and dimensional evaluations were performed on the returned device. J-tip guidewire was in a guidewire hoop. The guidewire was removed from the hoop for further evaluation. A bend was noted on the distal portion of the guidewire. The round core wire was protruding the coiled distal portion of the j-tip guidewire. The termination of the round core wire was observed to be granular. The photo review also confirms kink in the guidewire. Therefore, the investigation is confirmed for the reported kink and identified material unraveled, fracture and material separation issues. However, the investigation is inconclusive for the reported failure to advance as the exact circumstance at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the preparation it was noted that the guidewire allegedly kinked but still tried to send the guidewire into the blood vessel but could not be sent smoothly. There was no patient contact.